Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws of a force bipolar instrument (part# 471405-6 / serial#: (B)(4)) was stuck on tissue, intuitive surgical, inc. (Isi) received the force bipolar (fb) instrument to perform failure analysis. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system which passed the recognition and engagement tests. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. An intuitive surgical, inc. (Isi) field service engineer (fse) further investigated the reported event and noted there were no issues with the subsequent cases. The issue was believed to be either due to a sterile adapter issue or related to the handling of the sterile processing department. The system was tested and verified as ready for use. A review of the device logs for the 3 force bipolar instruments associated with this event was performed and showed the following: the force bipolar instrument (part# 471405-6 / serial#: (B)(4)) had 4 uses remaining after its last usage on (B)(6) 2023. The force bipolar instrument (part# 471405-6 / serial#: (B)(4)) had 6 uses remaining after its last usage on (B)(6) 2023. The force bipolar instrument (part# 471405-6 / serial#: (B)(4)) was at its last usage on (B)(6) 2023. There is no indication that any of the three instruments was used in subsequent procedures on or after the alleged event date ((B)(6) 2023) reported in this record. This complaint is considered as a reportable event due to the following conclusion: during a da vinci-assisted unilateral inguinal hernia procedure, the jaws of a force bipolar instrument was stuck on tissue while pulling on the hernia sac. The instrument release key was used to release the jaws but was not successful. The surgeon cut around the tissue to release the instrument. There was no bleeding observed, and the removed tissue amount was confirmed as minimal insignificant with no repair required.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the jaws of a force bipolar instrument was stuck on tissue while pulling on the hernia sac. The instrument release key was used to release the jaws but was not successful. The surgeon cut around the tissue to release the instrument. There was no bleeding observed, and no adverse effect to the grasped tissue was reported. The amount of removed tissue was minimal and insignificant, and confirmed no repair was required. The instrument was removed with the cannula together. A new cannula and seal was used with a second back-up force bipolar instrument. However, the second and the third force bipolar instrument used during the surgery were having similar issues with jaws opening and closing. The procedure was completed robotically as planned. The following was confirmed by the robotic coordinator: the instrument was confirmed inspected prior to use with no damage noted. There were no instruments collision during the surgery. The instrument was in strong grip mode when the issue occurred. The instrument was found with misaligned jaws after it was removed.